Event description:
Two rings spun during procedure, rings were removed. Plate left implanted without rings and corresponding screws. Patient outcome: no adverse effect reported as a result of this event.

Event description:
It was reported that during a laparoscopic choelcystectomy procedure, the device had been fired three times and then it jammed. They were able to pry open the jaws but afterwards it would not clip anymore. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Device fired through lockout, empty the analysis results found that the instrument was returned empty, with the lock out mechanism broken as it was fired through and with the orange indicator beyond its intended position. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). A batch record review was performed and no anomalies were found during the manufacturing process.